Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -7.5/1.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced glare/haloes. On (B)(6) 2023 the lens was explanted and this resolved the problem. The surgeon additionally noted "she couldn't drive during night because of night glare". The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - 29-sep-2023 should be corrected to 28-sep-2023. Claim#: (B)(4).